Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. As part of our investigation into this report, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing techniques. On (B)(6) 2015 the endoscopy support specialist (ess) visited the user facility and was informed by the technicians that they are not performing pre-cleaning immediately following the procedure. The endoscopy support specialist informed them that it was not the normal practice to let the device sit for long periods of time. The ess is scheduled to return to the user facility on (B)(6) 2015 to observe their reprocessing practices. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented. The instruction for use states, "failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure may compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure that endoscope and its ancillary equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization as described in chapter 7, cleaning, disinfection, and sterilization procedures. Reprocess not only the external surface of the endoscope but also all channels." Please cross reference MFR number; 2951238-2015-00531, 2951238-2015-00533, 2951238-2015-00534, 2951238-2015-00535, and 2951238-2015-00536.

Event description:
Olympus was informed that six patients felt ill after they underwent a colonoscopy and an esophagogastroduodenoscopy procedures. Five patients had colonoscopy procedure and one had esophagogastroduodenoscopy (egd) procedure. Olympus followed up with user facility and was informed that among the five patients that had colonoscopy procedures, two patient had colitis. The type of infection for the other three patients that underwent colonoscopy procedure and the one patient that had the esophagogastroduodenoscopy (egd) procedure is unknown at this time. No further information was provided. This is two of six reports.